Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up appointment this right ventricular (rv) lead had high out-of-range impedance measurements in both bipolar and unipolar configuration. There was also loss of capture (loc). An x-ray confirmed a lead fracture near the area of the suture sleeve. Surgical intervention was performed and the lead was capped. Besides intervention, there were no adverse patient effects reported.